Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the uretero-reno videoscope was sterilized without a sterilization cap. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, h3, h6. Corrected fields: e4 (inadvertently missed on the initial). The device was returned to olympus for evaluation and the customer's reported issue could not be confirmed as this is not a reproducible event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred due to user error, a lack of understanding of the proper protocol. The following information from the instructions for use (IFU) pertains to this event: urf-v2 reprocessing manual, chapter 1 ¿general policy¿ section 1.4 ¿precautions¿ describe cleaning with attaching the sterilization cap. Olympus will continue to monitor field performance for this device.